Manufacturer narrative:
Follow-up #1 date of submission 02/12/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/28/2014 with the following findings:during a visual examination of the pump, the keypad cover was observed to be peeling below the ok button, exposing the button contact. During testing, the up arrow keypad button was intermittently unresponsive and required multiple presses to engage; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under the up arrow, down arrow, and ok key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Mom calling to report issue with the alleged buttons. Mother mentioned that her daughter had an issue with the up button that has a tear in it and has had difficulty for that button to respond. Mother also mentioned that the rubber is peeling up from below the ok button. Daughter stating she had the tactile issue before the peeling keypad issue. There was no adverse event associate with this complaint. The pump was replaced.